Event description:
Customer reported unexpected negative reactions with patient samples containing antibodies during validation testing on the echo. The patient samples contained weak examples of anti-k when testing on both echos.

Manufacturer narrative:
Customer did not have detailed information about the testing. Customer did not have blud-direct installed on the instrument, but will contact us when it is done. Blud-direct is needed to review the instrument images.the customer did not return samples for investigation testing.